Event description:
The customer reported the sensor and blood glucose reading were different. Customer's blood glucose was 300 mg/dl and sensor reading was 80 then a got sensor error. Customer stated he calibrated and it stopped recording the sensor glucose reading. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.